Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- translated: "suction became continuous without pressing the red button. Consequence for the patient: loss of pneumoperitoneum, risk of organ perforation by the instruments, bleeding not controlled. Consequence for the surgeon: loss time, no possibility to stop the bleeding because lack of visibility. Device contaminated with blood not kept." Patient status unknown.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Applied medical reached out to the user facility to verify the patient status and confirmed that the potential consequences of the event listed within the original complaint were hypothetical in nature and did not actually occur. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received (B)(6) 2016: consequences listed for this type of situation are hypothetical. Surgeon does not remember if the smoke evacuation button (red button) activated by rotating the red button clockwise at any point during the procedure. Suction pressures unknown.